Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with 0.7ml juvéderm® voluma® with lidocaine to piriform fossa and in the ¿cheeks ck 2 & ck 3¿ with 1.3ml juvéderm® voluma® with lidocaine. The patient was also injected in the perioral and marionettes with juvéderm® volift® with lidocaine. The patient is ¿complaining of being lumpy and underwhelmed with the results¿. Hcp additionally reported that their ¿assessment is that there is nil etiology or device issue but rather just over extruded product in the perioral region that would resolve easily with hyaluronidase.¿ event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-15461). This emdr is being submitted for the suspect product, juvéderm® volift® with lidocaine.